Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's mother stated the patient was felt weak and sat on the floor and asked for a snack. The cgm was displaying 4.8 mmol/l and when a finger stick reading was taken, the bg meter was displaying 1.8 mmol/l. The patient was given sweets and glucogel and within thirty minutes, their blood sugar rose. At the time of contact, the patient was doing good. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.